Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a transthoracic echocardiogram (tte) was ordered as result of congestive heart failure (chf). The patient did not experience symptoms as result of the intravalvular regurgitation. The cause of the intravalvular regurgitation was not identified. The physician indicated the pulmonary edema and reduced ejection fraction was not caused by the intravalvular leak. Additionally, the physician indicated the valve and its function did not contribute to the patient¿s death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 5 months following the implant of the transcatheter bioprosthetic valve, during hospitalization due to an unspecified cause, a transthoracic echocardiogram (tte) identified moderate intravalvular regurgitation of the valve. A beta-adrenergic receptor agonist was delivered intravenously to increase the heart rate.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the patient had presented to the emergency department due to shortness of breath. The primary cause of the hospitalization was pneumonia. The pneumonia was superimposed with pulmonary edema, a newly reduced ejection fraction, and acute kidney injury (aki). Intubation was required for the respiratory failure. The physician indicated the intravalvular regurgitation did not lead to prolonged hospitalization. The patient was transitioned to hospice care and died 7 days following admission. As reported, the probable cause of death was respiratory failure with pneumonia and the superimposed pulmonary edema and aki.

Manufacturer narrative:
Imaging review: transthoracic echocardiogram images were provided dated (B)(6) 2024. The imaging provide was technically challenging. The evolut implant depth appeared to be at a good depth. The prosthetic leaflets were not clearly visualized. Mild mitral regurgitation and mild tricuspid regurgitation were noted. The pressure half time was 132 milliseconds (ms) which was consistent with severe aortic regurgitation (<(><<)>200 ms is severe). A possible pleural effusion with a hyperdynamic right heart was noted. The ejection fraction measured approximately 25-30%. Updated data: d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.